Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
While reporting issues with the transmitter charging, the customer reported via phone call that she had a blood glucose level of 45 mg/dl. Customer stated that she treated with orange juice and declined troubleshooting. No products were replaced or returned for analysis.